Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton wadding coming out - tampon [device breakage] case narrative: consumer reported via phone that there was cotton coming out of the tampon. No injury was reported.

Event description:
Cotton wadding coming out - tampon [device breakage]. Case narrative: consumer reported via phone that there was cotton coming out of the tampon. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.